Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient is experiencing an increase in breakthrough and cluster seizures. Patient has been referred for a generator replacement. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information; d6b. Explant date; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that patient had generator replacement due to prophylactic reason. No other relevant information has been received to date. The explanted device has not been received to date.

Event description:
Further information received from facility reports that device has been discarded. No other relevant information has been received to date.